Event description:
(B)(6) is the initial importer of the device which is a forearm crutch. Drive was notified of the event through court paperwork. We are awaiting additional information from the attorney. The end-user was at home utilizing the forearm crutch when it allegedly buckled and broke in two. The end-user fell to the ground, injuring his left leg and causing pain in his hips, left leg, back, neck and left shoulder. He was transported to the ER where he was treated for his injuries.